Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported blurry vision since the day he had an intraocular lens (iol) implant procedure. He was informed by his surgeon that he had corneal edema. He also reports having a mild achy pain across his forehead and temple. The surgeon also performed a yag capsulotomy procedure. In a follow up, the surgeon reported the surgery was uneventful with a minimal refractive error. The surgeon also reported there was no obvious etiology for the visual acuity complaints and a recent exam was normal. Additional information was requested and received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating he has had poor vision in all distances since day one postop. He has been to multiple medical doctors and reported "no one seems to know why it is not working."